Event description:
It was reported, after a tka surgery had been performed in which the journey ii bcs system was implanted, the patient experienced an infection. The surgeon does not attribute this adverse event to the implant. A revision surgery was performed to treat the issue; the patellar component was explanted. The patient outcome is unknown.